Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer number: 2017865-2021-20937. During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) and right atrial (ra) leads. Increased pacing impedance was also observed on the rv lead. The event was resolved by capping the pacing and sensing portion of the rv lead and implanting a new rv lead to pace and sense and explanting and replacing the ra lead. During the revision procedure, insulation damage was visually confirmed on the rv and ra leads. The patient was in stable condition.